Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: connecting tube has coating peeling. (1mm2 or more); due to a dent on distal end, water tightness is lost; due to pinching on bending section cover or distal sheath rubber, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; connecting tube has a wrinkle; due to damage on image guide bundle, the image has a stain; connecting tube has a dent; connecting tube has a scratch; upwards/downwards plate has a scratch; venting connector under grip is shaved; grip has a scratch; scope cover has a scratch; connecting tube has a scratch; indication on light guide connector is unclear; control unit has a scratch; diopter ring has discoloration; diopter ring has a scratch; eyepiece has a scratch; and due to a dent on distal end, water tightness is lost. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope connecting tube had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors or handling of the device. However, the root cause is unable to be determined. The event can be prevented by following the instructions for use which state: inspection method: instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.